Event description:
It was reported that a cot dropped. No pt was onboard and no adverse consequences were reported.

Manufacturer narrative:
The service technician examined the cot and found the locking mechanism was damaged. The customer was unsure when the last preventative maintenance had been conducted.